Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a 3.5x8mm nc trek balloon dilatation catheter was advanced and positioned at the lesion; however, the balloon failed to inflate. The procedure was successfully completed with a new unknown balloon catheter. No additional information was provided.

Event description:
Subsequent to the previously filed report, additional information was received stating: it was reported that the procedure was to treat a 70% stenosed, moderately tortuous, and moderately calcified lesion in the mid left anterior descending artery. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported inflation issue was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported inflation issue as the balloon inflated without any anomalies noted. The noted damages appear to be related to operational circumstances of the procedure as is likely that manipulation of the device during retraction likely resulted in the noted outer member and guide wire exit notch stretching damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.